Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving lioresal 500 mcg/ml for a total dose of 84.95 via an implantable pump. It was reported the pump segment of the catheter was visibly broken. It was unknown what factors may have led or contributed to the issue. It was noted they tried to aspirate and did not get any flow. Actions/interventions included surgical interventions where the catheter (8578) was replaced on (B)(6) 2020. It was noted the issue was resolved at time of report. The patient's status at time of report was alive-no injury. The patient's medical history was asked but unknown. The event date was (B)(6) 2020. No further complications were reported.